Event description:
It was reported that during an unknown procedure, the surgeon reported that occasionally the clips were scissoring and the device would spit out the clips. It is not known how the case was completed. No patient consequences were reported. No device will be returned.

Manufacturer narrative:
(B)(4).